Event description:
It was reported that the patient had discomfort when automatic impedance tests were taken. The patient experienced stimulation in the chest area. It was advised to do reprogramming. The device remains in use. No further patient complications have been reported as a result of this event.